Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, a piece of the active waveguide disengaged after a long activation of the system and fell into the patient cavity. The piece was retrieved and there was no patient injury.